Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to a failure isolated to an open f600 fuse on the ca board. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.